Event description:
Caller alleged discrepant results of inratio test compared with lab. Results as follows: patient - 1, meter-inr - 5.2, lab-inr - 2.6; 2, 4.5, 3.1. On (B)(6) 2009 follow up information from customer. Correlation performed with 8 patients using replacement strips, lot 214429. On (B)(6) 2009: patient - 1, meter-inr - 1.3, lab-inr - 1.3. On (B)(6) 2009: patient - 1, meter-inr - 4.2, lab-inr - 3.2; 2, 2.5, 2.4; 3, 2.2, 2.0; 4, 1.7, 1.7. On (B)(6) 2009: patient - 1, meter-inr - 2.6, lab-inr - 2.5; 2, 2.6, 2.2; 3, 1.9, 1.7.

Manufacturer narrative:
As of today, products associated to this complaint have not been returned. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: patient - 1, meter-inr - 5.2, lab-inr - 2.6, mean - 3.90, confidence-limits - 2.3-5.7; 2, 4.5, 3.1, 3.80, 2.3-5.7. Date - (B)(6) 2009, patient - 1, meter-inr - 1.3, lab-inr - 1.3, mean - 1.30, confidence-limits - 1.1-1.9; date - (B)(6) 2009, 1, 4.2, 3.2, 3.70, 2.2-5.3; 2, 2.5, 2.4, 2.45, 1.6-3.4; 3, 2.2, 2.0, 2.10, 1.4-3.1; 4, 1.7, 1.7, 1.70, 1.2-2.3; date - (B)(6) 2009, 1, 2.6, 2.5, 2.55, 1.7-3.8; 2, 2.6, 2.2, 2.40, 1.6-3.4; 3, 1.9, 1.7, 1.80, 1.3-2.7. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time, but meter will be tested when it is returned.